Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer uses fiasp insulin within the cartridge. Tandem technical support educated customer on cartridge/insulin labeling. Additionally, the insulin gauge was inaccurate. Customer's blood glucose was 233mg/dl. No additional information was provided by the customer.